Manufacturer narrative:
The device was returned to olympus for inspection. Additionally, the investigation found: the universal cord was sticky, the light guide (lg) connector has stickiness, the video cable has stickiness, and there is a sticky residue on the video connector. Based on the results of the investigation, if it is most likely that probable causes such as damage or deterioration of parts, environmental problems like dust/dirt/humidity, optical problems, overheating problems, and electrical problems like signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. However, the root cause of the reportable malfunction could not be identified/determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the uretero-reno videoscope exhibited that the universal cord was sticky, the light guide (lg) connector has stickiness, the video cable has stickiness, and there is a sticky residue on the video connector. There were no reports of patient involvement.